Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that when the patient presented for follow-up approximately two months post device implant, diagnostics and a longevity estimate were not able to be determined. It was also reported that the atrial port of the device had been plugged during implant but implant detect had not been manually programmed off. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.